Manufacturer narrative:
Reference record (B)(4). Catalog number 062910-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient reported a red, weeping area around the stoma site, which was treated with fucidic acid topical cream. The patient experienced no improvement with the ointment and was subsequently treated with unknown oral antibiotics for the stoma site infection.